Event description:
Nurse was reported to have stuck her finger with a used lancet from the freestyle flash glucose monitoring system kit. The nurse reported this new lancing device is very tight and hard to remove the lancets from. Possibility of unspecified treatment administered to nurse. Additional information could not be obtained due to hippa.